Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 22-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door failed. The field service engineer (fse) opened an emergency release for tower one to manually fail all doors. All doors recovered successfully afterward and were able to lock again. This action cleared the reported failures. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower failed hardware icon appeared. The screen did not indicate which drawer or door had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.